Manufacturer narrative:
Product complaint #: (B)(4). No device associated with this report was received for examination, however review of the provided photographs revealed evidence of polywear. No evidence was found of product error as a contributing factor to the abrasive wear noted in the photographs and the need for corrective action is not indicated at this time. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Initial reporter occupation: lawyer. (B)(4). Investigation summary: no device associated with this report was received for examination, however review of the provided photographs revealed evidence of polywear. No evidence was found of product error as a contributing factor to the abrasive wear noted in the photographs and the need for corrective action is not indicated at this time. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/06/2018. Medical records reviewed for MDR reportability. Left attune total knee revised to address pain, swelling, and aseptic loosening of the tibial base plate, at the cement to implant interface. An incidental unknown acl screw was explanted along with the tibial base plate and the tibial insert. The femur and patella components were retained. Depuy cement was used in primary. Doi: (B)(6) 2015; dor: (B)(6) 2017; (left knee).